Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 concurrently with hysterectomy due to uterovaginal prolapse, primary anterior compartment defect, and cystocele. Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient had mesh trimmed and cauterization of inflamed area surrounding mesh 4-5 times in 2008 to relieve inflammation and irritation. On (B)(6) 2009, she had removal of mesh from vagina with anterior posterior repair and laser trimming due to the foreign body of mesh in vaginal, cystocele, rectocele and redundant labia minora. Then on (B)(6) 2010 she underwent excision of vaginal extraction ring, revision of perineum and excision of keloid of abdomen due to vaginal retraction ring, perineal ridge and keloid of abdomen. (B)(4).